Event description:
On (B)(6) 2009, pt reported he could not get the piston rod on his infusion device to retract. He stated he has tried 3 times prior to the call and when it was retracting it was running rough and would then produce the e10 (cartridge error) and would not retract all the way. He is using a regular alkaline battery. Went through the change the cartridge procedure and when it was returning this time he said it returned without an e10 but he said it was running really slow and sounded different. Pt reported he noticed the noise for the first time today when he was returning the piston rod and stated the noise only happens when it is going down; not in both directions. Pt was not experiencing the e10 error during the call. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.